Manufacturer narrative:
Philips has investigated this complaint. As per the information collected, the wireless foot switch has no connectivity and does not work. The philips field service engineer (rse) inspected the system remotely and confirmed the reported issue is due to the connectivity issue. The investigation showed that the connection between the base station and wireless footswitch is lost intermittently and the base station or footswitch remains in error mode, when the base station or footswitch is in error mode, it blocks x-ray switching functions. Philips has initiated a medical device correction (z-0476-2022)/field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless foot switch has no connectivity and does not work. The device was not in clinical use.